Event description:
On (B)(6) 2024, a patient underwent an endovascular aneurysm repair (evar) procedure where an endologix afx®2 endovascular aaa system was used as the main aortic stent graft and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft) was used in the left internal iliac artery (iia) to extend the gore® excluder® iliac branch endoprosthesis (ibe). It was reported the physician was attempting to advance the delivery system catheter contralaterally up and over using a 8f sheath inside a 16f gore® dryseal flex introducer sheath. Reportedly, the delivery catheter had to go way up into the mid aorta just proximal to the aortic device flow divider creating a 180 degree bend. The vbx device delivery catheter was being used as a cannulation catheter to advance .035" advantage the guide wire into the ibe gate and into the hypogastric. Just proximal to the ibe gate and the ibe device, the sheath flipped up into the aorta and the stent graft dislodged from the balloon. Fluoroscopy showed the stent graft in the proximal descending aorta. The device was successfully retrieved using a merit en snare system. To complete the procedure an 8l x 59 mm and and 8l x 79 mm vbx stent grafts were used. It was reported there was no impact to the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. A vbx device endoprosthesis was confirmed in the radiographic image returned, and it did not appear to be on the delivery catheter consistent with the dislodgement event as reported. The field indicated the endoprosthesis was successfully retrieved through use of a snare, and the returned stent-graft displayed damage consistent with snare retrieval. Engineering evaluation of the returned endoprosthesis could not replicate the dislodgement or assess cause as the device is no longer representative of its original condition. Additionally, neither incompatibilities in accessory device selection nor resistance during tracking were reported that may influence stent retention outcomes. However, the field describes procedural complications surrounding the stent-graft dislodgement (i.e., sheath flipped up into the aorta). Though a root cause could not be directly assessed with the items returned for review, a causal relationship between the stent-graft dislodgement and events related to the procedure could neither be independently confirmed nor dismissed.